Event description:
An end-user called in reporting that he was given the incorrect syringes by the pharmacy. It was also reported that the cannulas were bending when they were inserted into the insulin vial. The customer typically uses 5/16" syringes but received 1/2" syringes.

Event description:
An end-user called in reporting that he was given the incorrect syringes by the pharmacy. It was also reported that the cannulas were bending when they were inserted into the insulin vial. The customer typically uses 5/16" syringes but received 1/2" syringes.